Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4): leak. The band/balloon with 44cm of catheter was returned for analysis. Upon visual inspection, it was observed that the balloon had a 1.5mm crack. This crack was localized at 2.4cm from the catheter connection; this crack is on a fold line perpendicular to the balloon. A leak test was performed on the balloon with an unsuccessful result; leak was found where crack was localized. The product's instructions for use (IFU) were reviewed with respect to balloon leakage and it is noted fluid loss from the balloon can occur at any time, for a number of reasons, including general deterioration of the balloon over time.

Event description:
A band leakage was reported post implant a swedish adjustable gastric band. During a routine band adjustment, the surgeon noted a partial deflating of the gastric band. The band was replaced. The port was not replaced. There was no reported patient consequence.